Manufacturer narrative:
As part of the investigation, three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a defective (kinks) on the cable. Also, the video scope connector was worn out. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be conclusively determined. However, based on the results of the investigation, it is likely that component failure led to the malfunction. To mitigate risk/harm to the patient, the IFU states, never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. If the camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the 4k autoclavable camera head had a "no image" malfunction. The problem was found during preparation for use, prior to sedation. There were no reports of patient harm.